Event description:
It was reported that the user contacted support for advice after a factory reset of the ilet a few days prior, noted a blood glucose elevation to 282 mg/dl during work-related stress that returned to range, inquired about changing targets, and received education resources with referral to their trainer and healthcare provider; no device malfunction or component issue was identified, and the device component was undocumented. Symptoms included hyperglycemia with thirst, headache, anxiety, and tachycardia. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information, with no medical device problem or specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.